Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure when the specialist was going to impact with the femoral impactor, the blow he gave with the hammer, the device broke. Immediate solution was to give the specialist another impactor of the same characteristics. In addition to this during the procedure it is evident that the test inserts of 3 and 4 ref * and ref * do not have the springs but of these it was not necessary to use during the procedure. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "during the procedure when the specialist was going to impact with the femoral impactor ref * said reference is started by the blow he gave with the hammer, immediate solution is given to this passing to the specialist another impactor of the same characteristics that also comes inside the team; in addition to this during the procedure it is evident that the test inserts of 3 and 4 ref * and ref * do not have the springs but of these it was not necessary to use during the procedure. Due to these novelties there was no discomfort of the specialist, the surgery was completed successfully, without affecting the patient and without alterations in the surgical times. At the end of the report is left in the one force, in the case report and this medium, in order to inform what happened so that these references are reviewed when the devices return to j&j, the impactor that was broken was marked with red tape and was left inside the equipment for easy identification and change (photographic records are attached)." The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(6). The photo investigation revealed that '254401017, attune impaction handle¿ had broken. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.